Event description:
The user facility reported inaccurate placement signal on the automated impella controller (aic). The aic was exchanged to the back-up console for continued support. No further details were provided. However, there was no report or indication of interruption in support or any harm to the unknown age patient.

Manufacturer narrative:
The automated impella controller data logs and console were returned for evaluation and analysis. Data analysis demonstrated logs were consistent with the reported complaint. An error message of invalid signal occurred and cleared repetitively through the support. However, neither of the error messages lasted for more than two minutes. Thus, no user interface alarm was triggered or visible to the user. According to the rtlogs, raw optical placement signal drops from normal value to invalid value (and self-recovered soon) for multiple times, which corresponded to the invalid signal errors in imc logs and was most likely observed from graphical user interface by user that the placement signal (waveform) was not within the expected range. The same pump was transferred to another console for continuous support. However, the backup console logs revealed the same symptom recorded by rtlogs. The console was tested with a demonstration pump and purge cassette, no placement issue was reproduced. Inspection of blue receptacle and 5s parameters did not reveal major issues or contaminations that would lead to the alarms. There was no problem found on console. In conclusion, the failure mode was not reproduced during testing. The console functioned/operated to specification. Note: given the impella pump was used with both consoles which manifested same optical placement signal issue, a complaint on the pump was created and investigated. This report is being filed as part of a retrospective review of historical records